Manufacturer narrative:
S/w ver 2.9d pump not in manufacture mode. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage (loaded vlith) at the power management graph due to connector resistance at electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Pump received with scratched case, missing serial number label, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump turned off without any alarm after a couple of hours of using a new battery. It was reported the battery issue was recurring. Blood glucose level at the time of the incident was 300 mg/dl which was treated with manual injection. The insulin pump was returned for analysis.